Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as a surgical impact opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h.2., h.3., h.6.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted and replaced.